Manufacturer narrative:
.

Event description:
It was reported that the lead exhibited an increase in impedance from 300 ohms to 1100 ohms, and capture threshold increased to 5.0 v at 0.6 ms. As a lead fracture was suspected, the lead would be replaced.

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Medical records were received and showed a history of mixed astigmatism and guttata with some pigment (pre-existing). The surgeon was unwilling to complete the questionaire. There are thirty nine medical device reports associated with these events. This report is twenty four of thirty nine.